Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. Upon power up, the functional display test failed. The cycler would not power on due to an open f1 fuse on the power supply. A known working power supply was installed for further testing and removed at the completion of the investigation. The cycler underwent and passed a hi pot test, patient hi pot test and a current leakage test. Additionally, the voltage check passed. There was no sign of (spark) or electrical issues encountered. All voltage readings were within specification. During an internal inspection three extra screws (top cover screws) were found loose within the cycler. Two loose screws were found within the recess of the bottom cover adjacent to the seven valve manifold. The third loose screw was found within the power supply wedged in-between the heatsink adjacent to q3 and q4 and the chassis of the power supply. The third screw produced an internal short causing f1 (fuse) to become open and leaving signs of pitting on the heat sink, loose screw and the chassis of the power supply. All screws and fasters were present and secured. There were no other visual discrepancies found during the internal inspection. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue of the cycler not powering on was confirmed. During the investigation, the cycler would not power and the cause was determined to be a blown fuse on the power supply. The cycler was refurbished following the evaluation.

Event description:
It was reported that a peritoneal dialysis (pd) patient could not turn their cycler back on after a spark event occurred during pretreatment set up. Upon follow up, the patient confirmed the reported product complaint. The patient stated the cycler experienced a spark during pretreatment set up and the machine turned off. The exact location of the spark was unknown. The patient stated the machine would not power back on after the spark event occurred. The patient did not see smoke or smell burning. The cause of the damage was unknown. The patient stated that they did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient stated that they are trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated they were able to complete pd treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient confirmed that they have received the replacement cycler and continuing with pd treatment on the new cycler without issue and without reoccurrence of the reported event. The old cycler is available for return.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.¿

Event description:
It was reported that a peritoneal dialysis (pd) patient could not turn their cycler back on after a spark event occurred during pretreatment set up. Upon follow up, the patient confirmed the reported product complaint. The patient stated the cycler experienced a spark during pretreatment set up and the machine turned off. The exact location of the spark was unknown. The patient stated the machine would not power back on after the spark event occurred. The patient did not see and smoke or smell burning. The cause of the damage was unknown. The patient stated that they did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient stated that they are trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated they were able to complete pd treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient confirmed that they have received the replacement cycler and continuing with pd treatment on the new cycler without issue and without reoccurrence of the reported event. The old cycler is available for return.